Event description:
The customer reported poor image quality, images are too grainy. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the camera iris. System operates as intended. (B) (4).